Manufacturer narrative:
(B)(4). Batch # u5ax9h. Investigation summary: the analysis found that one pcee60a device was returned with the anvil bent upwards and with one gst60t reload loaded in the device. The reload was received fully fired. The manual override door was noted to be out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil ,leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
It was reported that during a thoracotomy, a stapler locked out on lung tissue. The surgeon had initially used two other competitor staplers and broke them. After that, they opened up the first echelon stapler with one black reload, and on the first fire, the stapler locked out. They were able to pull the manual override and remove the stapler from the patient. They had to open up another echelon stapler and another black reload. The surgeon attempted to fire, said it made it halfway, and locked out. They went through the lockout steps, pulled the manual override and the device would not release the tissue. They could not open the stapler and had to manually staple around with a third competitive device in order to retrieve the ethicon device. It's unknown whether there were any patient consequences.